Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a bilateral case of light sensitivity, noted at one month post lasik treatment. Reporter indicated topical steroid eye drop dosage was increased. Patient noted extreme light sensitivity. Reporter has indicated the patient issue has resolved at additional post follow up. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.